Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement of 2,004 ohms. Review of rv pace impedance trends showed a steady increase in measurements, however all other measurements were within normal limits. It was noted that the patient was scheduled for an upcoming device replacement, where the need for rv lead revision will likely be assessed at that time. This rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement of 2,004 ohms. Review of rv pace impedance trends showed a steady increase in measurements, however all other measurements were within normal limits. It was noted that the patient was scheduled for an upcoming device replacement, where the need for rv lead revision will likely be assessed at that time. This rv lead remains in service at this time. No adverse patient effects were reported. Additional information received reported that this rv lead continued to exhibit high out-of-range pace impedance measurements greater than 2,000 ohms. This rv lead remains in service at this time. No adverse patient effects were reported.